Event description:
"When the surgeon tried to snap the insert in the tibial baseplate, the insert didn't snap." An alternate insert was available and implanted. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
The examination results suggest that this event is not device related but rather is associated with intra-operative procedures.